Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty upstream occlusion sensor. The upstream occlusion sensor was replaced and recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an intermittent upstream occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.